Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during attempted implant, the left ventricular (lv) lead pulled back. The physician pushed the lv lead back into place. While the delivery catheter was being slit, the lv lead dislodged again. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.